Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled to have surgery the following, so the physician checked the patient the day before. The physician elected to change the device settings and 16 hours after the programming changes were performed exit block occurred and the patient collapsed. The physician diagnosed the patient with sab and treated the patient conservatively without surgical intervention. The patient was in stable condition and the lead remained implanted.